Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The customer reported a bipolar activation issue with no cauterization, despite the vio dv emitting the activation sound. The issue was resolved by rebooting the system. No errors were found in the log. Fse visited the site and performed electrical and mechanical adjustments to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse visited the site and performed electrical and mechanical adjustments to resolve the reported issue. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the integrated electrosurgical unit (iesu) had bipolar activation issue and was not resolved by a power cycle. Site was continuing with a ft10. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the system with the same esu.